Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was reported at 122 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.